Event description:
It was reported by the patient's family member that the patient experienced a seizure. Attempts to obtain further information about the event were not successful. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.